Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 388928, lot# va1a5cz, implanted: (B)(6)2017, explanted: (B)(6)2017, product type: lead .product ID: neu_perc_extension, lot# serial# unknown , product type: extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ens, model 3531, found no anomalies. Analysis of the lead, model 3889, lead body outer insulation separated at a butt joint proximal end with no significant anomaly. Analysis of the percutaneous extension found distal end setscrew not tight to lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 388928, lot# va1a5cz, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported it was impossible to increase stimulation beyond 0.2 post op (right after the surgical procedure but still in the operating room) on the external stimulator (ens). The hcp decided to change all the materials. Unknown if any factors led to the event. Troubleshooting noted that settings were not available. Replacement of the lead and all the materials had been made and it still did not work. The issue was noted as resolved. No symptoms were reported. Additional information received indicated both the extension and twistlock cable were changed out. The issue was still the same ¿parameters are not available,¿ and increase intensity not possible. It was unknown if they tried to get motor response with the ens, or if they checked to see if the lead migrated. They were unable to increase amplitude on all programs and did try several electrode combinations. A screen 59 was confirmed. There were no further complications reported/anticipated.